Event description:
This is report 3 of 3 for (B)(4). It was reported by the sales rep that during a rotator cuff repair and anterior cruciate ligament (acl) repair procedures on (B)(6) 2023, it was observed that the 5.5/6.5 healix advance awl device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the distal tip on the device was bent and the sharp end appeared to be flattened. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The device was received and evaluated. Visual observation showed that it was worn, and it was observed that the laser marks were faded, indicate possible heavy use. Also, the distal tip was deformed and the sharp tip at the distal end appears to be flattened. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection, this complaint can be confirmed. The possible route cause can be attributed when the device might have been dropped or device was tapped against a hard surface accidentally. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect for damage before using and functional testing. Replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU-108410; the device require special attention during cleaning and sterilization. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.